Manufacturer narrative:
Based on the provided incident information the hls 7.0 was used for a newborn which is fully inadequate and also the hls set was modified, which is off label use. By the excessive circulation within the shunt flow high shear stress applies to the blood. Not least therefore this disproportionate treatment was most probable responsible for the high release of plasma hemoglobin.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Several attempts were performed (phone calls and text) to obtain the for clinical assessment of the incident needed information. There was no response from the customer. Based on the information provided at this time no clinical assessment of the incident was possible. The product was not available for investigation; therefore no manufacturer laboratory investigation was possible. A trend search for similar complaints was performed with the following outcome: (B)(4) complaints were found since year 2014 until sept. 22, 2016. At this time a device related malfunction refering to the hemolysis concern was not confirmed. Based on the trend search no systemic issue could be determined. A oxygenator specific lot and serial number was not provided. Therefore it was not possible to perform a DHR review for the product in question. Based on this a confirmation of the failure is not possible at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
Customer claims that a patient being supported on cardiohelp had high levels of plasma free hemoglobin that may be attributed to the device. The circuit was exchanged. Device was in use for three days before the high values occurred. Patient consequences are unknown. (B)(4).